Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On april 24, 2026, senseonics was made aware of a user's hypoglycemia event. The user reported losing consciousness, multiple falls resulting in a head injury, and hospitalization after emergency medical services was called. Sensor glucose (sg) readings showed hypoglycemic values, starting at 63 mg/dl and dropping to approximately 47 mg/dl, with the data management system confirming these values and indicating that low glucose alerts were triggered. Despite this, the user did not perceive the alerts, likely due to being asleep and possibly having their phone on silent. When paramedics arrived around 9:00 pm, a fingerstick blood glucose (bg) reading of 39 mg/dl was recorded, confirming hypoglycemia. The user received emergency medical care, including treatment for hypoglycemia and imaging for the head injury, but no medication was prescribed afterward. At the hospital, discrepancies between sg and bg readings were noted, and the user discontinued insulin pump use following the event. The healthcare provider was not initially aware, and the user was advised to follow up. Subsequent review suggested the device detected hypoglycemia appropriately, but alert perception and settings may have contributed to the severity of the event; adjustments were made to alert thresholds and configurations to improve future detection.